Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, a reporter for the patient (the patient¿s daughter) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter displayed an error 5 message. The complaint was classified based on the limited customer care advocate (cca) documentation following a review of the call by a senior cca. During an attempted follow-up call, the patient/reporter was unwilling to answer additional questions. It was not established when the patient obtained the error 5 message. The patient manages her diabetes with novolog and lantus insulin which she self-adjusts. The reporter indicated that on an unknown date/time, the patient was ¿about comatose¿. It could not be established if the symptom was before or after the patient obtained the error message. Equally, it was not established if the patient received any treatment for her symptom. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. The reporter described the correct testing steps and confirmed that the test strips had not expired and had been stored correctly. She indicated that the test strip completely drew in the blood sample. The cca provided education on the meaning of error 5 and walked the patient/reporter through a retest, but the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom which might be suggestive of a serious injury adverse event while using the subject meter and test strips. It is unfortunate that it could not be established if the symptoms occurred before or after the patient obtained the reported error message on the meter. As a result, the lfs products could not be ruled out as a cause or contributor to the event.